Manufacturer narrative:
Sc-1110-02, s/n (B)(4), residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. A review of the manufacturing documentation for the leads, s/n (B)(4), revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was explanted due to the ipg eroding through the skin again. The patient had a previous revision surgery due to ipg erosion that was reported in medwatch report #3006630150-2016-00103.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2158-70 serial: (B)(4) description: linear lead with enhanced stylet, 70cm.

Event description:
A report was received that the patient was explanted due to the ipg eroding through the skin again. The patient had a previous revision surgery due to ipg erosion that was reported in medwatch report #3006630150-2016-00103.